Manufacturer narrative:
The reagent lot number was 743484 with an expiration date of 30-nov-2024. The field service representative cleaned the sample probe, adjusted the gear pump pressure, and performed a precision check with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 1 patient sample on a cobas 6000 c501 module. The initial result was<2 mg/dl. The repeated result was 81mg/dl.